Event description:
It was reported that a paedigav (#fv304t) was implanted during a procedure performed on (B)(6) 2022 . According to the complainant, the valve caused an underdrainage. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 23 months. Height: 81.5 cm. Weight: 8.3 kg. Gender: female.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, visible deposits on the prechamber were determined. No significant deformation or other abnormalities could be determined. Permeability test: a permeability test has shown that the valve has a blockage. The prechamber is permeable. Computer controlled test: because the valve is not permeable, a computer-controlled test is not applicable. Internal inspection : after dismantling of the valve, deposits were found in paedigav. Results: in advance, we would like to point out that the product sent in was not inserted in liquid at the time of delivery. Dried deposits can influence the function of the products, which can affect the results. Despite this, we have examined the valve. Based on our test results, we can detect a blockage in the valve. The visible deposits in the valve may have led to the occlusion. Deposits caused by natural substances in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of proteins can impair the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.